Manufacturer narrative:
The reported events of high capture thresholds, r-wave amplitude variation, and low pacing lead impedance were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds, low pacing impedance, r-wave amplitude variation, and failure to retract helix. The lead was removed and replaced. The patient was stable.